Event description:
Caller states that approx. 2 yrs ago she felt weak and obtained a result og 80mg/dl on the device. She states that the paramedics were called and tested her at approx. 41mg/dl. She was given glucose tablets and orange juice. No strips information was provided. No quality controls were used. Device is not available for return/evaluation.